Manufacturer narrative:
The reported event that variax foot/elbow 2.7/3.5 was alleged of issue breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are: application of too much mechanical force during repetitive use or handling failure (e.g. Handling is not careful) the device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed which provides the intended function & procedure to use the depth gauge in detail. The instructions for use was also reviewed which demands that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument, it warns against using components of stryker product systems in conjunction with components from any other manufacturers' system unless otherwise specified in operative technique. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During variax fibula surgery, the hook shaft of depth gauge was broken when measuring. K-wire and a ruler were used instead of the depth gauge and the surgery was continued with them.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During variax fibula surgery, the hook shaft of depth gauge was broken when measuring. K-wire and a ruler were used instead of the depth gauge and the surgery was continued with them.